Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the patient presented to the ER after receiving a vibratory alert indicating that the device had reached end of service. Last month, the patient check indicated that the device had 11 months remaining until elective replacement indicator. Review of session records showed a steep drop in battery voltage. Device was explanted and replaced.